Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump alarmed during prime. Customer's blood glucose was unknown. No further information reported.

Manufacturer narrative:
Insulin pump passed rewind, basic occlusion, prime test and displacement test. However, insulin pump received stuck in the motor error loop during bolus and basal delivery. Unable to confirmed error alarm due to erased history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Insulin pump received with minor scratches on lcd window and reservoir tube window.